Event description:
It was reported by the patient that the patient activator was "not working," it "won't even turn on." Replacement batteries were sent to the patient. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.